Event description:
It is reported the stem's packaging was damaged compromising the sterility.

Manufacturer narrative:
Visual inspection of the returned device confirmed the external protective packaging was damaged. The device was returned unused. The shrink wrap was missing. Both corners of the package exhibit damage consistent with shipping and handling. Ther external sterilized cavity seal was compromised. The internal cavity tyvek seal was intact with good condition. Verification testing was previously conducted to verify that the packaging system provides physical protection and maintains integrity of the sterile barrier system through normally anticipated hazards associated with distribution. The test results verify that the package system, when exposed to the nominal gamma sterilization ranges meets the required acceptance criteria. A previous investigation conducted in 2014 determined that a packaging design change would be implemented to address residue caused by movement of the stem within the package. This design change will likely inherently reduce the incidence of similar shipping/handling damage when the package is subjected to handling that may exceed the normally anticipated hazards associated with distribution. Based on the information provided, a probable cause for the reported condition is transit damage of the product.